Manufacturer narrative:
Upon completion of the investigation any additional information will be communicated in a supplemental report.

Event description:
It was reported the distal part of the screwdriver broke during screw insertion. A replacement was available in the operating room.

Manufacturer narrative:
***Correction: please refer to d9/h3 device not returned. The reported event could not be confirmed, since the device was not returned for evaluation and no other evidence were provided. The device inspection was not possible as the product was not returned for investigation. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of material, manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. The instruction for use provide guidance ¿always treat the instrument carefully to avoid surface damage or alterations to the geometry¿ more detailed information about the complaint event must be available to determine the root cause of the complaint event. If device is returned or any further information is provided, the investigation report will be reassessed. Device disposition is unknown.

Event description:
It was reported the distal part of the screwdriver broke during screw insertion. A replacement was available in the or.